Event description:
Doctor reported a loss of suction resulting from a break in vacuum led to the catalyst shutting down. This occurred during the 1.6s capsulotomy. Case was completed successfully after using another loi.

Manufacturer narrative:
Age - ethnicity: info requested but not available at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 03/25/2015 device evaluation: h3 - device evaluated by manufacturer? Yes h6 type of investigation codes 3331, 4110 and 4109 h6 investigation findings - code 213 a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.